Manufacturer narrative:
The review of the quality data analysis (qda data) showed no deviations. This is the final supplemental report, the complaint is closed.

Event description:
During total hip replacement surgery, one screw of the 46mm mobilelink acetabular cup could not be removed, resulting in a modified surgical procedure.

Event description:
During total hip replacement surgery, one screw of the 46mm mobilelink acetabular cup could not be removed, resulting in a modified surgical procedure. [Customer].